Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was not working the field service engineer was able to resolve the issue by restart services and reloaded settings. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with insulin printer. The customer reported that the insulin printer intermittently not working and there was a delay in patient care. There were no adverse events or injuries reported based on this event.